Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller screen was displaying wrong colors. The system controller was exchanged and was intended to return for evaluation.